Event description:
It was reported that the patient underwent a surgical procedure to revise this tandem cuff artificial urinary sphincter (aus) due to recurring incontinence. The tandem cuffs consisted of a 3.5 cm and 4.0 cm cuff. During the revision the 4.0 cm cuff was removed and a second 3.5 cm cuff was implanted. The explanted cuff is not expected for return. No patient complications were reported.